Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device primed to 0 l/m water flow rate (wfr). Receiving alert 01/02 low flow and patient line open. 4 pads connected to adult patient. Patient in maintenance phase of normothermia. Patient temperature (pt) was 37.8c, targeted temperature (tt) was 37c. System diagnostics showed that the outlet monitor temperature (t1) was 10.2c, outlet control temperature (t2) was 10.3c, inlet temperature (t3) was 21.2c, chiller temperature (t4) was 5.4c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -5psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 4677.4 and pump hours were 4459.2. Had the place device in manual control with no pads connected. System diagnostics at manual control 30c with no pads, outlet monitor temperature (t1) was 14.4c, outlet control temperature (t2) was 14.2c, inlet temperature (t3) was 14.3c, chiller temperature (t4) was 5.4c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7, circulation pump command (cpc) was 54 percentage, mixing pump command (mpc) was 0, heater 100 percentage. Reconnected pads while in manual control water flow rate (wfr) was 0.9 l/m, inlet pressure (ip) was -7psi. Circulation pump command (cpc) was 100 percentage. Advised to stop therapy and empty pads. Nurse was going to swap out for new set of arctic gel pads. Walked through disabling manual control and resuming therapy.

Event description:
It was reported that the arctic sun device primed to 0 l/m water flow rate (wfr). Receiving alert 01/02 low flow and patient line open. 4 pads connected to adult patient. Patient in maintenance phase of normothermia. Patient temperature (pt) was 37.8c, targeted temperature (tt) was 37c. System diagnostics showed that the outlet monitor temperature (t1) was 10.2c, outlet control temperature (t2) was 10.3c, inlet temperature (t3) was 21.2c, chiller temperature (t4) was 5.4c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -5psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 4677.4 and pump hours were 4459.2. Had the place device in manual control with no pads connected. System diagnostics at manual control 30c with no pads, outlet monitor temperature (t1) was 14.4c, outlet control temperature (t2) was 14.2c, inlet temperature (t3) was 14.3c, chiller temperature (t4) was 5.4c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7, circulation pump command (cpc) was 54 percentage, mixing pump command (mpc) was 0, heater 100 percentage. Reconnected pads while in manual control water flow rate (wfr) was 0.9 l/m, inlet pressure (ip) was -7psi. Circulation pump command (cpc) was 100 percentage. Advised to stop therapy and empty pads. Nurse was going to swap out for new set of arctic gel pads. Walked through disabling manual control and resuming therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.